Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with healthcare professional clarifying that patient went into retention following surgery however has since been able to empty their bladder without difficulty. There was no issue with the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency. It was reported that the patient didn't urinate all day on the saturday prior to the report. The patient's husband took them to the ER (emergency room) that evening and they found their bladder full, so they gave them a catheter and they had been using it ever since. Contributing factors to the reported event were unknown. The doctor placed a catheter and it was reported that the issue was unresolved at the time of the report. Additional information was received. It was reported the patient had been dehydrated and constipated and they had been hospitalized due to this. There were no reported contributing factors. It was reported that the issue was resolved at the time of the report. No further complications were reported or anticipated.